Event description:
Sleep study patient complaint of red, swollen eye "couple of days" after sleep study. This is thought to be from paste in the eye. The paste was likely ten20 conductive paste. We suggested that the physician refer the patient to an ophthalmologist, which the attending physician agreed with.

Manufacturer narrative:
Label warns to avoid eye contact. Rare but known reaction when product accidently gets in the eye. Lab contact has been difficult, but it is assumed that the patient has fully recovered with no further action required.